Event description:
The hospital representative reported an infusion pump with a 500 failure code. The representative stated to baxter customer service that it is unknown if the device was in use on a patient when the failure occurred. The hospital representative also stated they have no record of any patient incident involving the pump since last baxter service event. Information was requested but details were not available regarding patient status, age of patient, medication involved, tubing product code, infusion rate or the set up of the infusion device. Additional contact information was requested but no additional contact was provided.